Event description:
It was reported that during a percutaneous coronary interventional procedure, with the support of a 0.018 inch endhole diameter non-abbott microcatheter, a 0.014 inch hi-torque (ht) balance middleweight (bmw) elite guide wire was advanced via femoral access toward a mildly calcified, concentric, de novo, 90% stenosed lesion in the moderately tortuous distal left circumflex coronary artery. While simultaneously attempting to retract the microcatheter while crossing the lesion with the bmw elite guide wire, strong resistance was felt between both devices and they became stuck; both devices were removed from the anatomy as a single unit. A non-abbott guide wire was used in completing the procedure, resulting in 0% lesion stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.